Event description:
The following was reported: revision of a duracon construct and a triathlon cemented stem had to be implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.